Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; grommet damage observed.

Event description:
It was reported the device was not functioning within specifications. It was further reported on a medwatch 3500a report that the device had ventricular oversensing i.e. Noise on the ventricular lead post shock and during manipulation of the device. The device was replaced. No patient complications have been reported as a result of this event.